Event description:
The pt had an initial aortic valve replacement with another manufacturer's valve, which had to be removed approximately 2 years postoperatively due to aortic stenosis. This valve was implanted on (B)(6) 2010 and also became stenotic and was explanted on (B)(6) 2012.